Manufacturer narrative:
(B)(4) date sent 2/3/2025 d4 batch #128d53. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received fully fired with the left gripping surface damaged and the swing tab in the locked position. No functional testing was performed due to the condition of the reload. It is possible that the reload was tried to reinserted in the device after fired as the reload was received fully fired. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. The event described could not be confirmed as the reload was received fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 128d53, and no non-conformances related to the reported complaint condition were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown semi-open surgery, the device could not be fired and the firing knob did not move forward at the 3rd firing for feea. So, a new cartridge was taken out to complete the reconstruction. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.